Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 8:00 pm after receiving high results from her prodigy diabetes glucose meter. The meter read hi which alarmed the end user and she visited the ER. Upon arrival her blood glucose was 482 mg/dl. She received an injection to lower her blood glucose level. After a few hours in the ER the end user was discharged with a blood glucose level of 410 mg/dl and was instructed to get plenty of rest. No additional information was provided in relations to this medical event.